Event description:
It was reported that shaft break and removal difficulties occurred. A percutaneous coronary intervention (pci) procedure was performed. The stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during delivery through a 6f non-boston scientific guide extension catheter, the stent failed to cross the entire lesion. The physician attempted to pull the device out, but the shaft broke with the stent, balloon, and part of the shaft still entrapped in the coronary artery. Multiple unsuccessful snaring attempts were made, so the patient was sent for open-heart surgery to retrieve the broken device.

Manufacturer narrative:
The synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. Visual and tactile inspection showed multiple hypotube kinks along the shaft of the device. A break was also noted at the mid-shaft near the guidewire exchange port with the distal part of the device (polymer extrusion, stent, balloon cones and tip profile) not returned. There was 221cm of the device returned, from the strain relief to the break at the guidewire exchange port.

Event description:
It was reported that shaft break and removal difficulties occurred. A percutaneous coronary intervention (pci) procedure was performed. The stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during delivery through a 6f non-boston scientific guide extension catheter, the stent failed to cross the entire lesion. The physician attempted to pull the device out, but the shaft broke with the stent, balloon, and part of the shaft still entrapped in the coronary artery. Multiple unsuccessful snaring attempts were made, so the patient was sent for open-heart surgery to retrieve the broken device.